Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Clarification to a2: removed to comply with german data privacy laws.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed a sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.